Manufacturer narrative:
On may 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 08/24/2004 and was last repaired on 05/25/2012 for a non-related issue. Eval of the device observed wear to the hose power source connector and damage to the head. Prior to repair, the device was outside of calibration specs at zero thickness settings and outside side to side calibration at the zero thickness setting. Repair of the device included replacement of the head, air hose, control bar, screw driver and standard repair parts. In post repair analysis, corrosion to the reciprocating arm was observed and the shaft of the motor was manually rotated with unusual resistance. The customer's reported event was not reproduced during testing; however, the unit's lack of calibration most likely caused the air dermatome to take an uneven graft. This lack of calibration is most likely due to lack of preventative maintenance. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome cut unevenly. There was no pt harm or delay reported, and the procedure was completed with an alternate device.